Manufacturer narrative:
Product evaluation. The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided by a health case professional (hcp) that the patient had a history of radial keratotomy, and this is the cause of calculation error in the surgeon's opinion. (B)(4).

Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A materials manager reported an explanted intraocular (iol) lens implant. The lens was exchanged. Additional information has been requested.

Event description:
Additional information received from the customer indicating that the patient had a history of radial keratotomy, and this is the cause of calculation error in the surgeon's opinion.